Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection showed dents and scratches on the shaft's insulation. Functional inspection : the handle was tested with an insulscan and failed. Probable root causes could be user misuse, user excessive force, improper cleaning and sterilization, normal wear. In sum, the product was returned and the failure mode was confirmed.